Event description:
It was reported that the device will not hold a charge. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 22sep2012 to the present date 5jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced power supply board. As found 9.19 sw as left ver 9.19. Replaced keypad. A review of the device history record for (B)(6) was performed from date of manufacture 09/22/2012 to the present date 1/5/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the power supply board assy pcu1.5 (no shield) the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
It was reported that the device will not hold a charge. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not hold a charge. There was no patient involvement.